Manufacturer narrative:
D4: the correct catalogue # is 2c4063k, previously submitted as asku. D4: the correct lot# is 21c043, previously submitted as asku. D4: the correct UDI# is (01)00085412080161, previously submitted as ni. G4: PMA/510k # or bla # is na, previously submitted as ni. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder. The photograph suggested a underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor underinfused; approximately 20% remained in the device. The device was filled with piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.